Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia which resulted in the pump being explanted. The patient went into cardiac arrest at home and was transported via emergency medical services to the emergency department where the patient coded four additional times. Return of spontaneous circulation was achieved and thrombolytic therapy was administered. The decision was made to wait three hours before completing a catheterization due to thrombolytic therapy. The right heart catheterization was eventually completed, and the impella cp was implanted pre-percutaneous coronary intervention to the right coronary artery where two drug-eluting stents were implanted. Dobutamine was weaned, and the patient decompensated requiring cardiopulmonary resuscitation for a short time until drips were restarted. The patient was made stable for transfer to an outside facility and underwent extracorporeal membrane oxygenation placement the following day after start of impella mcs, however, it was reported the patient lost pulses in both feet due to being clamped down for a long period of time. Consequently, the impella cp device was explanted. The patient was reported to be in stable condition following the event.